Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited pacing impedance measurements out of range. Technical services (ts) noted this was a gradual rise since the implant of this lead. This lead remains in service. No adverse patient effects were reported.